Event description:
Pt has a history of cystic fibrosis. In 2001, the horizon microport was implanted by the general surgeon that had been referred by pulmonary physician. After insertion, the surgeon tested the microport. The product operated properly at that time. The product was inserted for administration of antibiotics. In 2002, the catheter could not be flushed. The same day an x-ray revealed the catheter was located in the pulmonary. The coiled catheter was retrieved from the pulmonary artery via a right femoral arteriogram performed by the radiologist. The pt was admitted for a short stay observation period and discharged the same day. The surgeon removed the port a month later with the insertion of a new port. The pt was admitted post-operatively to the hospital for a scheduled admission not related to the port issue.